Event description:
According to the rptr, his scooter will be running fine when it will, without warning, come to a dead stop. This problem has occurred on several occasions. During one instance, the rptr was stranded in the middle of an intersection. The rptr and the scooter had to be pushed off the street. The rptr states he continuously charges the scooter while at home so the unit will have a full charge when he leaves. The device is 2.5-3 mos old. The rptr feels that electromagnetic interference may be interfering with the brakes.